Event description:
The complainant reported that a vaxcel standard port was placed in the male pt's chest (age unk) for therapeutic purpose in 2003. The pt was reported to have had no problems with the device until just prior to the end of chemotherapy treatment at which time the clinicians were unable to get a blood return. The device was removed from the pt in 2005, as the pt no longer needed the device. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction. The lot number of the device at issue in this complaint was determined to have expired in 2004. Consequently, this device was continued to be used on the pt more than a full year following its expiration.